Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system doesn¿t discharge x-ray intermittently. On initial inspection, fse found there are collisions in the positions, but the problem was not being detected in the error log. Simulations were performed, and they worked perfectly. The technician calibrated the collision sensor, and the table was adjusted accordingly. The technician performed various tests, and no defect was detected. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurian machine did not discharge during the exam. Several restart was required to make it work again. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.